Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging multiple inaccuracies on their onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began sometime in (B)(6). The patient reported obtaining a blood glucose reading of ¿180mg/dl¿ on the subject meter and alleged that this was inaccurately high compared to their feelings and/or normal results. The patient also reported obtaining a blood glucose reading of ¿180mg/dl¿ on the subject meter and ¿123 and 139mg/dl¿ on another onetouch ultra2 meter; however the time difference between these results exceeded 30 minutes. The patient manages their diabetes with insulin with no adjustments. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿sweating¿ but was unable or unwilling to provide details of when this symptom developed. The patient reported self-treating this symptom with glucose tablets/gel. At the time of troubleshooting it was noted that the test strips had expired. The patient was educated on correct strip handling and replacement products were sent to the patient. This complaint is being reported because, the patient developed a serious symptom associated with hypoglycemia while using the subject meter.